Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 450 mg/dl at time of incident and current blood glucose was 152 mg/dl. Customer¿s other blood glucose levels were 477 mg/dl, 466 mg/dl, 419 mg/dl, 376 mg/dl, 355 mg/dl, 163 mg/dl, 242 mg/dl all time treated with insulin pump. Customer treated with glucose tablet and blood glucose level was 126 mg/dl. Customer experienced symptoms such as sweating, little bit difficult breathing and tired customer treated with insulin pump and manual injection. Customer states that drive support cap appears normal. The product will not be returned for analysis.